Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a shoulder arthroscopy, the shaft/ handle of the anchor was stuck in the pk anchor itself. After inserting the anchor into the bone and then trying to remove it, by separating the shaft from the anchor and pulling it out, the shaft was stuck in the anchor and the entire anchor pulled out of the bone along with the handle/ shaft. This occurred despite all adhesive sutures and attachments being removed. Another hole had to be tapped and a second footprint anchor used to rectify this, with no significant delay and no patient injuries reported.

Manufacturer narrative:
One (B)(4) footprint ultra pk 5.5mm suture anchor device returned. There was no suture returned. The anchor was returned attached to the inner insertion rod. The torque limiter was found functional. Audible click is heard with full rotation of the torque limiter. With further inspection, the inner grub anchor was found fractured. This condition inhibited the distal tip of the grub to be backed off and release the anchor body. No root cause related to the manufacturing of this device was confirmed.